Manufacturer narrative:
Result: the catheter is stretched in the proximal shaft. The stretch section begins approximately 25.0 cm from the hub. The stretch section is approximately 2.0 cm in length. Conclusion: the complaint has been evaluated. The complaint indicates that the reperfusion catheter 041 was stuck inside the mca during the procedure. The device was pulled from the vessel and stretched. Evaluation of the returned catheter confirmed stretching in the proximal shaft of the catheter. Based on the description of the complaint and the observations made during evaluation of the device, it appears that the force used during the retraction of the reperfusion catheter 041 while it was stuck inside the vessel, exceeded the tensile strength specification of the materials causing the polymer material of the catheter shaft to stretch and the support coil to partially unwind. The IFU for this device cautions against pulling the device against resistance. The cause for the device to become stuck inside the vessel is unknown but may have been related to tortuous patient anatomy. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system reperfusion catheter 041. During the procedure, the catheter was stuck in the middle cerebral artery (mca) vessel. The physician attempted to pull the device from the vessel; however, the catheter became stretched. Another catheter was used to complete the procedure.